Event description:
The implantable neurostimulator and extension were returned to the manufacturer with no return paperwork. The manufacturer's device tracking system indicated that the patient expired. The physician reported that their last contact with the patient was in 2005 at which time the battery was changed. The patient was last seen in 2005. No information on whether the cause of her death was device related. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The implantable neurostimulator and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.